Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery, (B)(4)/ model #: 1650 expiration date: 2019-12-31 device available for evaluation: no. Device evaluated by MFR: no mfg date: 2018-12-01. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, (B)(4)/ model #: 1650 expiration date: 2019-12-31 device available for evaluation: no. Device evaluated by MFR: no mfg date: 2018-12-06. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, (B)(4)/ model #: 1650 expiration date: 2019-12-31 device available for evaluation: no. Device evaluated by MFR: no mfg date: 2018-12-06. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, (B)(4)/ model #: 1650 expiration date: 2019-12-31 device available for evaluation: no. Device evaluated by MFR: no mfg date: 2018-12-05. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was beeping while rapidly changing between batteries. Patient tried to change to the main source of power and batteries switched at the same time causing the ventricular assist device (vad) to briefly stop due to a double disconnect. All four batteries have been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion, device evaluation and correction to d4 to correct the serial number for bat580581, bat580583, bat580580, bat580582. Also, correction in h10 for all additional devices (bat580581, bat580583, bat580580, bat580582). Product event summary: one (1) controller (con302179) was not returned for evaluation. Four (4) batteries (bat580581, bat580583, bat580580, bat580582) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat580581, bat580583, bat580580, and bat580582, as well as several momentary disconnections which did not lead to power switching involving bat580581, bat580583, and bat580582. Momentary disconnections will result in an audible tone or "beep". Log file analysis also revealed a controller power up event on 25/nov/2019, at 09:56:30. The data point prior to the loss of power revealed that bat580580 was connected to power port one (1) with 65% relative state of charge (rsoc) and bat581145 was connected to power port two (2) with 95% rsoc. The data point recorded after the loss of power revealed that bat580580 was connected to power port one (1) and bat581145 was connected to power port two (2). The controller was without power for 5 seconds. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. Internal investigation was initiated for momentary disconnections as well as to capture events involving the controller losing power. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/serial or lot#:(B)(6) /expiration date: 31-may-2018 UDI #: (B)(4) d10: yes, return date: (B)(6) 2020 h3: yes dev rtn to MFR? Yes h4: 31-may-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650/serial or lot#: bat580583/expiration date:31-may-2018 UDI #: (B)(4) d10: yes, return date: (B)(6) 2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-may-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650/serial or lot#:(B)(6) /expiration date: 31-may-2018 UDI #: (B)(4) d10: yes, return date: (B)(6) 2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-may-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650/serial or lot#: (B)(6) /expiration date: 31-may-2018 UDI #: (B)(4) d10: yes, return date: 06-feb-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-may-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.